Event description:
It was reported that this pacemaker was found to be in safety mode. The device was decided to be exchanged. During replacement procedure, it was also found that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements along with high pacing thresholds. The cause of the issue was undetermined. A new lead was then successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.